Event description:
Customer reported that the led light on the transmitter was not blinking when connected to the sensor. Customer was calling back after charging the transmitter for 8 hours. Customer was advised to removed the sensor and the customer reported that he could not find the sensor cannula. Customer was recommended to monitor the site where the cannula may have gotten stuck and contact his doctor to check if cannula was in body and needed to be removed. Blood glucose value was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the senor cannula was broken in half and the broken part is missing: unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.